Event description:
The customer reported reticulocyte (retic) light scatter (l/s) on latron control was low on a coulter lh 750 hematology analyzer. Additionally, the retic laser offset was high and unstable. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/05/2015. The fse confirmed the event and to resolve it, replaced the laser assembly. The instrument was verified by an optical alignment and by running controls; results met published performance specifications. (B)(4).